Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including full pad functionality testing, multi-function continuity testing. Patient impedance checks, defib cycling and internal inspection without duplicating the report. The device was recertified and returned to the customer. The device activity logs showed no evidence related to the customer's report. The electrode pads were not returned as part of this investigation. No trend is associated with reports of this type.

Event description:
Complainant alleged that during functional testing, the device was unable to obtain an ECG signal via electrode pads. Complainant did not indicate that there was any patient involvement in the reported malfunction.